Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis the clinical observations can not be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. A revision procedure took place and this lead was capped/abandoned. A new rv lead was implanted successfully. No adverse patient effects were reported.